Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited noise leading to oversensing. No intervention was performed. There were no patient consequences.